Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of (598 mg/dl) the customer took a bolus via the pump to stabilize bg level. The customer stated the suspected cause of the elevated bg level was due to recent violence in the neighborhood (customer was not directly affected by this violence) but the stress of the violence has caused bg's to become elevated. The customer declined to troubleshoot with tandem technical support. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.